Event description:
Baxter reports patient line of homechoice set became disconnected from transfer set during apd treatment. Affiliate reports the pt woke up to a bed "soaked by the dialysate". No pt injury or medical intervention required per affiliate.